Event description:
It was reported that patient complications occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During procedure, the physician was concerned that there was a possible fracture in the monorail portion that could have caused a possible air embolus and patient had some st elevation. The catheter was removed and flushed to ensure the tip was still intact. The procedure was completed with another of the same device. There were no patient injuries reported and the patient did very well.

Manufacturer narrative:
The device was returned for analysis. Visual inspection that no issues were found, and the device appears to be in good condition. The imaging core impedance test shows a complete circuit curve, and the transducer level impedance test shows a good rh peak of 40 ohms. Also, a good square image appeared in the ilab system during image characterization testing. The media attached to the parent record does not show any evidence of the reported issue. Based on the evidence, the as reported code of sheath detachment of device or device component, image poor, catheter kinked cannot be confirmed.

Event description:
It was reported that patient complications occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During procedure, the physician was concerned that there was a possible fracture in the monorail portion that could have caused a possible air embolus and patient had some st elevation. The catheter was removed and flushed to ensure the tip was still intact. The procedure was completed with another of the same device. There were no patient injuries reported and the patient did very well.